Event description:
Notes from rep- got false negatives. Test not matching blood to lab. Pt 4 months pregnant was testing negative. Lot hcg 7120234.

Manufacturer narrative:
Retention device testing. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 208.99iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. Further investigation will be taken if the pt sample is available.